Event description:
The doctor reported the implant was removed due to loss of osseointegration after 1 year around 7 years and 5 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was not reported. Periodontal disease was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.